Event description:
The pt was being fed using a pump. An unk amount of enteral feeding solution was hung, and the pump was set to deliver 25 ml/hr. One liter was delivered in 1 hr. The pt expired the same evening. The pt was listed as dnr. The facility did not know if the overdelivery contributed to the event or not. One pt involved. Note: the dates given in b2 and b3 are approximate.